Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a break between the clave port and the cassette of the tubing set. It was reported that during priming, prior to patient use, the clave port on the cassette of the tubing set broke off. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.